Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Additionally it was noted that there were low r-waves, high pacing impedance and a computerized tomography (CT) revealed the patient had twiddled the lead and there were multiple wraps in the lead and the lead had dislodged and was almost out of the ventricle. A lead fracture was suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.